Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the unit was tested on the test rig and the results were that several parameters were out of specification. It was retested on a separate day and the same failures were observed. The signal of the unit was observed to be unstable. The front sealing area was opened and gas bubbles around the cathode spot, which explains the failure, were observed. No clear manufacturing failure could be detected. It is possible that manufacturing tolerances might have contributed as well as elevated levels of dehydration through the application and ambient conditions. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, after calibration, if the fraction of inspired oxygen (fio2) setpoint is greater than 10% different than the sensor measured o2 level, the gas system will indicate calibration is needed. It was seen twice on 10-mar-2021. 10-mar-2021 06:58:38 calibration successful, 09:44:43 flow set to 4.32 liters per minute (l/min), 09:45:33 o2 sensor and blender disagree (blender = 99.9%, sensor = 72.3%), 09:48:37 calibration successful, 09:49:02 fio2 set to 100%, flow set to 3.4 l/min, 09:52:20 o2 sensor and blender disagree (blender = 100%, sensor = 149.1%). Changing the back pressure can cause the measured o2% to be off. Low pressure can cause it to be low, high pressure can cause it to read high.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an oxygen (o2) analyzer 'calibration needed' message appeared. The unit was recalibrated and the issue was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the ambient oxygen (o2) sensor output to be 33 millivolts (mv), specification is between 9 and 13mv. O2 sensors exhibiting this high initial output could not be calibrated.

Manufacturer narrative:
The field service representative (fsr) replaced the oxygen sensor. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: no additional information available on this complaint. According to the information available, the team received a message on the central control monitor (ccm) of the heart lung machine (hlm) that the oxygen (o2) analyzer needed calibration twice during a cardiopulmonary bypass (cpb) procedure on 10-mar-2021. The information available from the biomedical technician was that the clinician did calibrate during the procedure, even though calibration should not be done during the procedure, because of the variances in the sweep during that process. The unit was not exchanged during the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this occurrence.